Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction insulin injection and did not require help from third-parties. Technical support assisted the caller in resetting the pump, and malfunction code did not recur thereafter customer was advised to continue using pump and to call back if malfunction happened again, and customer acknowledged and understood instructions.